Manufacturer narrative:
(B)(4). The device was received by baxter canada and a low level evaluation was completed. Baxter medina completed device history review which revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and verified system error 345 alarms in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during baxter canada's device evaluation. The device was determined to meet all product specifications related to the reported event. The cause could not be determined. Should the device be returned to baxter medina a more in depth evaluation will be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.